Event description:
It was reported to lifecell that a mildly obese male patient, with a history of cardiac arrhythmia treated with anticoagulant, underwent an incisional hernia repair with placement of the lifecell device on (B)(6) 2013. Post operatively, the patient developed a hematoma that resolved on it's own in a few weeks. Approximately 4 months post op, in (B)(6) 2014, the patient presented with abdominal pain. The surgeon opened the surgical site and identified an abscess. The abscess was drained and the patient was treated with wound care for a few weeks. The opening was reported as "getting smaller". The hematoma and abscess were both located above the fascia. It was reported by the surgeon that the patient returned with the device in hand. The device did not incorporate and extruded through the muscle wall, fascia and incision. The suture holes were torn. The device will not be returned to lifecell for evaluation. Note: (B)(6) 2014 was entered for event date and for explanted date. The date that the device extruded was not reported and thus is conservatively listed as (B)(6) 2014 based on the event details reported.

Manufacturer narrative:
Method of evaluation: review of information reported to lifecell. Review of the device history record for lot s11283. Review of the lifecell complaint system. Results of evaluation: investigation into lot s11283 resulted in no remarkable findings and no deviations or non conformances revealed during processing. As of 3/26/2014, no other complaints have been reported to lifecell against lot s11283. As of 3/27/2014,, of the (B)(4)devices released to finished goods from lot s11283, (B)(4) devices have been distributed, including (B)(4) devices reported as implanted. Lot s11283 met all qc release criteria. Conclusion: device not returned. Qa investigation into lot s11283 resulted in no remarkable findings, including no other complaints against the lot and device history review with no deviations or non conformances revealed during processing. The patient has a history associated with abdominal hernia repair including the reported post operative complications following the revision surgery where the device was implanted. The contributing factors for the non-incorporation, postoperative suture pull-through, and the complete extrusion of the device are unclear. Based on the internal investigation into the lot and reported clinical events post op, the event reported is unlikely related to the device. This event is being reported conservatively. Lot s11283 met qc release criteria. Device discarded by facility.